Event description:
New information received notes the patient's pacemaker was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. Based off previous battery longevity estimates, elective replacement indicator tripped earlier than anticipated. Upon review, high current drain likely due to a high pacing percentage was suspected. Increased device output was also noted. No intervention reported. The patient was asymptomatic.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes, upon review, premature battery depletion was not confirmed. No further information was provided.